Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information. The full name of the event site is (B)(6).

Event description:
It was reported that during a routine inspection the cardiosave intra-aortic balloon pump (iabp) the pneumatic interface module (pim) failed at installation and will not allow calibration to complete. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The fse that encountered the issue replaced the pim. The fse completed the pm. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The national repair center installed the patient interface module assembly p/n 0997-00-0078, s/n (B)(6) into the cardiosave test fixture and tested the patient interface module assembly to factory specifications per procedure and the cardiosave service manual. The nrc verify the failure of the patient interface module assembly not passing the pim leak test. Retaining the pim in the nrc per procedure.

Event description:
N/a.